Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a bruise with open skin that turned into a blister under the front electrode. The blister was open and seeping. The patient went to urgent care and was given vaseline and a band-aid to put on the blister. The irritation improved.